Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the v60 ventilator went inoperative with error code of machine and proximal pressure sensors failed, and shut down on a patient. The biomedical engineer did not have information on the patient.

Manufacturer narrative:
This is a duplicate of report # 2031642-2016-00851.